Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the event occurred after the transseptal puncture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, minutes after the sheath was located within the left atrium, the patient experienced an asystolic pause of 8 seconds and an escape rhythm that required stimulation. The procedure was aborted, and the patient was transferred to the intensive care unit with ongoing stimulation. A pacemaker indication was identified the next day, and the patient¿s hospitalization was extended. Atrioventricular (av) node injury was considered as a differential diagnosis and later confirmed. Subsequently, av node ablation was performed and a pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012767825 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handler. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.117 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.013 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issues (asystole/av node injury) occurred during the procedure. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.